Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/23/2025, a sales representative reported via phone that an ar-1588rtt2-ib fibertag tightrope ii implant and an ar-1288rtt2-fc fibertag tightrope ii broke during the tensioning process at the cortical button. Everything was removed from the patient. The case was completed using an ar-1288qis-100 quadlink implant system. The case had a delay of more than one hour but less than two hours. It is unknown the amount of added anesthesia administered to the patient. No adverse effects were reported on or after the surgery. This was discovered during a primary acl reconstruction procedure on (B)(6) 2025.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error. This includes pulling the sutures close to a rough bone. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.